Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem mobi pump at the time of the event. On 06/18/2026, the patient awoke experiencing symptoms including acid gastric buildup, severe vomiting, pain, and a general feeling of being unwell. Throughout the day, the patient relied on cgm glucose readings, which reportedly remained below 150 mg/dl despite persistent and worsening symptoms. At approximately 7:45 pm the patient presented to the emergency room (ER) for evaluation and was diagnosed with diabetic ketoacidosis (dka). Upon assessment, hospital personnel measured the patient's blood glucose at greater than 500 mg/dl. The patient then performed a fingerstick blood glucose (fsbg) test using a blood glucose meter, which produced a result of 520 mg/dl, while the cgm continued to display glucose values below 150 mg/dl, indicating a discrepancy between the cgm and bg readings. During hospitalization, the patient underwent additional laboratory testing, received intravenous fluids and intravenous insulin, and underwent a CT scan. The patient reported that further evaluation and monitoring were performed due to dka and its associated complications. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2026 and remained hospitalized until discharge on (B)(6) 2026, for a total hospital stay of approximately two days. At the time of the report, no additional information regarding ongoing treatment or complications was provided. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e1025 pyrosis/heartburn / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.